Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned products were visually inspected and identified a piece of debris on the foam inside the sterile package, the inner cavity had been opened when returned. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet can not be determined as the blister had been opened. Therefore, it can not be determined if the debris was present before opening. A definite root cause cannot be determined. This product falls within the scope of a CAPA which is reviewing all current sterile barrier packaging configurations at zimmer biomet bridgend. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was hair inside the sterile package. A new liner was opened up and used to complete the procedure. No further event information available at the time of this report.